Manufacturer narrative:
The field service engineer (fse) was able to reproduce the alleged malfunction. The fse replaced the drive regulator and upper display monitor. The fse also replaced the upper inside badge label and inside badge product ID label. The cardiosave was then released back into clinical use.

Event description:
The customer reported that, while in use on a patient, the monitor screen turned red and was difficult to read. The cardiosave was replaced to continue therapy. No patient injury or death was reported. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that, while in use on a patient, the monitor screen turned red and was difficult to read. The cardiosave was replaced to continue therapy. No patient injury or death was reported. No adverse event was reported.